Manufacturer narrative:
Further review indicates that the replacement of the printed circuit board assembly (pcba) for this instrument occurred prior to the field action decision. This instrument is not in the scope of the field action and no MDR is required.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. (B)(6). A product correction letter was sent to cell-dyn ruby customers who have instruments with the affected printed circuit board assemblies (pcbas). A mandatory technical service bulletin (tsb) was issued on all impacted cell-dyn ruby analyzers. The mandatory tsb instructs field service to replace the pcba pump relay board.

Event description:
The cell-dyn ruby analyzer was generating vacuum accumulator #1 wet messages. There was no report of impact to patient results. Field service replaced the pcba pump relay board on the cell-dyn ruby analyzer to resolve the issue.